Event description:
It was reported that: "the product has a narrowing of the tube at the level of the murphy's eye. This narrowing attributes to increased expiratory resistance. In this scenario, over the course of the 48-hours following placement of the substitute 2.5 ett, the infant was difficult to stabilize from a respiratory perspective. It was reported that the patient's spo2 desaturated as low as 82%. The infant had been eventually re-intubated with a 2.5 ett tube of a different brand on aug 3, and ventilation status stabilized. There was no lasting harm or health consequences. There was no visible damage on the tube."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 50 samples were taken from the current production; the samples were visually inspected, and issue reported "difficult to place/remove from patient" was not observed in the current manufacturing process. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the product has a narrowing of the tube at the level of the murphy's eye. This narrowing attributes to increased expiratory resistance. In this scenario, over the course of the 48-hours following placement of the substitute 2.5 ett, the infant was difficult to stabilize from a respiratory perspective. It was reported that the patient's spo2 desaturated as low as 82%. The infant had been eventually re-intubated with a 2.5 ett tube of a different brand on aug 3, and ventilation status stabilized. There was no lasting harm or health consequences. There was no visible damage on the tube."